Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint of "not working". For clarification, the instrument failed the electrical continuity test. The housing was removed and the conductor wire was found to be broken at the proximal end. As a result, energy activation would not work when activated on the system. Based on the information provided at this time, this complaint is being reported because, during a da vinci-assisted surgical procedure, a broken/loose cable was seen on the fenestrated bipolar forceps instrument. Although no patient harm, adverse outcome, or injury was reported, a broken conductor wire broken at the proximal end was found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The fenestrated bipolar forceps instrument was last used on (B)(6) 2020 on system sk2326. The fenestrated bipolar forceps had 4 uses remaining after last use. The instrument has a maximum of 10 uses. A review of the site's complaint history does not show any additional complaints related to this product. No image, or video clip for the reported event was submitted for review. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, a broken/loose cable was noted on the fenestrated bipolar forceps; the instrument was not working. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator (roco) was not aware if there were any issues during the procedure, but confirmed that there was no allegation of arcing, or any injury to the patient due to malfunction of the fenestrated bipolar forceps. There was no patient-related information available.